Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance of the device is affected.

Event description:
During a connectivity test, fluctuations with head movement were detected.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced fluctuating connection issues to the implant caused by a too thick skin flap. No information on possible further steps has been received.